Event description:
It was reported that the black cable covering on the green cable falling apart. There have been multiple error codes reported. No specific code could be given. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the unit was returned to the analysis site due to the black cable covering on the green cable is falling apart, and there have been multiple error codes reported. The analysis site confirmed the customer complaint of "the black cable covering on the green cable is falling apart", and to correct the complaint the site replaced the green cable, the e-clip was replaced due to it was damaged during disassembly, and the site was unable to duplicate the customer complaint of error codes. Per the mammotome service manual, service tests were performed with no functional faults found. As part of the standard ees service process removed the seals from the lemo connectors, added heat shrink to the green and blue cables. The unit has not been returned for service prior to this event, therefore no service history review can be done.